Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, greater than 125 ohms. Technical services (ts) reviewed the event information and suggested troubleshooting options. Ts stated that the increase is suspected to be due to a coating on the lead, the pocket becoming encapsulated or changes in the body. It is planned to continue monitoring this patient. No adverse patient effects were reported. This rv lead remains in service. Additional information was received indicating that the physician reviewed the patient and found no signs of heart failure. High-output right ventricular (rv) pacing was performed, resulting in a slight decrease in shock impedance. Additionally, no abnormalities were detected in the rv lead on the x-ray. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, greater than 125 ohms. Technical services (ts) reviewed the event information and suggested troubleshooting options. Ts stated that the increase is suspected to be due to a coating on the lead, the pocket becoming encapsulated or changes in the body. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, greater than 125 ohms. Technical services (ts) reviewed the event information and suggested troubleshooting options. Ts stated that the increase is suspected to be due to a coating on the lead, the pocket becoming encapsulated or changes in the body. It is planned to continue monitoring this patient. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, greater than 125 ohms. Technical services (ts) reviewed the event information and suggested troubleshooting options. Ts stated that the increase is suspected to be due to a coating on the lead, the pocket becoming encapsulated or changes in the body. It is planned to continue monitoring this patient. No adverse patient effects were reported. This rv lead remains in service. Additional information was received indicating that the physician reviewed the patient and found no signs of heart failure. High-output right ventricular (rv) pacing was performed, resulting in a slight decrease in shock impedance. Additionally, no abnormalities were detected in the rv lead on the x-ray. No adverse patient effects were reported. This rv lead remains in service. Additional information was received indicating that this rv lead exhibited severe calcification. A cook evolution mechanical sheath was employed to facilitate lead extraction. Despite 20 rotational attempts, the rv lead was unable to retracted. Upon successful removal, the patient experienced a cardiac tamponade originating from the apex of the heart. Emergent pericardiocentesis was performed, resulting in stabilization of the vital signs of this patient. A new rv lead was subsequently implanted. No additional adverse patient effects were reported.